Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the surgeon complained that the instrument was unable to open and exhibited miscoordination. The procedure was completed with a backup instrument of the same kind with no reported injury.

Manufacturer narrative:
The instrument was analyzed and found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.